Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on in 2000. The diameter of the proximal non-aneurysmal aortic neck was 21 mm. Aneurysm and vessel morphology are unknown. The patient has a history of bladder cancer and gastroesophageal reflux disease. It was reported that the physician did not check that the guidewire was engaged in the contralateral gate, and the contralateral limb was deployed outside the gate behind the bifurcated stent graft. An aortic cuff was used to convert the device to an aorto-uni-iliac configuration, and a femoral-femoral bypass was performed. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.